Event description:
It was reported that during an unk procedure, the distal end of the pt2 guidewire became separated. After stent deployment, the physician attempted to remove the delivery system, but the guidecatheter "pushed out". A 0.038 guidewire was advanced into the guide catheter, which contained the stent delivery system, and attempted to remove the pt2 guidewire. The distal end of the pt2 guidewire separated. The physician was able to retrieve the separated portion with a snare. There were no reported pt complications. Pt status listed as "ok".